Manufacturer narrative:
A ge healthcare service representative performed a checkout of the unit and was not able to confirm the reported fault. The error logs did indicate these alarms had occurred. The sensor interface board was replaced, and the unit was returned to service.(B)(6).

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There is no report of patient injury.

Manufacturer narrative:
Patient information received from customer contact.